Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6)) performed no compressions and displayed user advisory (ua) 23 (compression will exceed 3 revolutions) and fault code 16 (timeout moving to take-up position) error messages" was confirmed based on the review of the archive data and during functional testing as there was no brake activation on the autopulse platform during testing. The root cause of the reported complaint was the corrosion on the brake housing area of the drivetrain motor, likely due to humidity. A review of the autopulse platform archive revealed that frequent daily checks were not performed regularly. As per the customer, the autopulse platform was stored in the exterior compartment of their ambulance, usually parked in a heated/warm garage. Performing regular daily checks and storing the device in a location with low humidity could reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer. The lack of proper maintenance possibly allowed degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) performed no compressions and displayed user advisory (ua) 23 (compression will exceed 3 revolutions) and fault code 16 (timeout moving to take-up position) error messages" was confirmed based on the review of the archive data and during functional testing as there was no brake activation on the autopulse platform during testing. The root cause of the reported complaint was the corrosion on the brake housing area of the drivetrain motor, likely due to humidity. A review of the autopulse platform archive revealed that frequent daily checks were performed. As per the customer, the autopulse platform was stored in the exterior compartment of their ambulance, usually parked in a heated/warm garage. Nevertheless, user mishandling cannot be ruled out, as corrosive damage is indicative of storing the device in a location with high ambient humidity. Storing the device in a location with low humidity could reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer. The lack of proper maintenance possibly allowed degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data was reviewed and showed multiple fault code 16 and ua23 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform powered up with no issues and passed initial functional testing. However, it was noted that there was no brake activation when the autopulse platform was powered on. Troubleshooting the issue revealed that the drivetrain motor had corrosion at the brake housing area. The brake assembly was seized from corrosion and prevented the drivetrain motor to rotate. This caused the platform to intermittently display the fault code 16 and fail to perform/initiate compressions. Furthermore, the seized drivetrain motor caused the driveshaft to travel out of the specified range to get to the calculated compression depth, and this triggered the reported ua23 error message on the customer's reported event date. To remedy the faults, the corrosion at the brake housing area was removed using ipa (isopropyl alcohol). After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within the specification. Furthermore, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. Using good known test batteries until discharged for 15 minutes, and the platform passed the test without any issues. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The final brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. Earlier in the day after a reported fall, an ems crew was called to take the patient to a hospital; she was later diagnosed with a uti and discharged. Later the same day, the patient's family called ems again to report a cardiac arrest. The cause of the cardiac arrest was presumed cardiac, and it was not witnessed. The patient's family stated that they last saw the patient up and walking around about 2 hours prior to finding her unconscious and not breathing. The duration of the patient's cardiac arrest was unknown before the patient received manual CPR by a police officer, who was first to arrive on the scene. As reported, when the autopulse platform was powered on, the lifeband did not retract; subsequently, the platform performed no compressions and displayed user advisory (ua) 23 (compression will exceed 3 revolutions) and fault code 16 (timeout moving to take-up position) error messages. The ems crew switched to manual CPR, which was performed for about 30 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, the patient's death was not related to the autopulse system. After the call, a new lifeband was placed in the autopulse. Upon powering up the platform, the lifeband would not retract, and the platform displayed the fault code 16 error message. The autopulse platform was powered off/on several times, and each time, either ua23 or fault code 16 error messages were displayed. The first lifeband, which was used during the call, and the replacement lifeband were both tested with a loaner autopulse platform, and they both functioned as intended. No device malfunction was reported on the lifebands. As per the customer, they store their autopulse platform in the exterior compartment of their ambulance, which is usually parked in a heated/warm garage.